Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad (door) assy was damaged,u3 led on display board assy, damaged rear case housing assy crack upper well, door latch sear broken. A review of the device history record showed the device had a manufacture date of 05/14/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damage/cracked of the door latch assembly - sear. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #ca-2018-0161 for iui's. CAPA #ca-2013-0494 for sear. CAPA #_00926 for door latch. CAPA #ca-2015-0209 for keypad.

Event description:
It was reported that the device had been broken/damaged. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had been broken/damaged. No patient involvement.